Event description:
Procedure type: gyn laparoscopy. According to the reporter: visiport trocar and sleeve removed when surgeon realized something was 'catching' on the sleeve during access. Sleeve showed visible damage. New instrument used without incident. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were no extended as a result. No pt injury was reported.